Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and capsular contracture baker grade unknown.

Event description:
Patient reported right side exchange of textured breast implant due to concern with the product. Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure/ capsular contracture received on (B)(6) 2022, with lot number 2777073. Visual analysis of the returned device identified, weight to the spec, deformation, brown particles on the surface of the shell. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported, right side exchange of textured breast implant, due to concern with the product. Healthcare professional reported, right side capsular contracture, baker grade unknown. Device has been explanted.